Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable per (B)(4) to address the reported problem.